Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9 it was returned on january 15, 2025. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the image is dull and too dark. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: during the technical inspection, the error description provided by the customer "light is poor and image dark" was confirmed, and further defects (blade damaged; adhesive, cover and plug worn) were detected. Due to the worn adhesive, moisture can enter in the device. The device met the test specifications at the time of delivery. Based on the defects found during the technical review, it is therefore concluded that the most likely cause of the error described of the error described is improper use by the user or during reprocessing. The event is filed under internal karl storz complaint ID: (B)(6).